Manufacturer narrative:
Unit received with missing keypad overlay. Unable to perform displacement test to missing keypad overlay. Unit had minor scratched reservoir tube window, cracked reservoir tube lip. No cracked reservoir tube window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was cracks near reservoir window. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.